Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that rep had patient on the line with them and patient stated their ins has been turning off on its own. Patient stated it started happening about once every 2-3 weeks and in the last few months, it has been more frequent, around twice a week. Patient stated they will notice they are in pain and use controller to check stimulation and see it is off and sometimes the ins battery level is still at 80% or half full. Patient stated they are able to turn stim back on with controller. Patient stated they mostly notice ins turning off at home. The caller was not with the patient. Tss suggested that patient keep a diary of when ins is turning off and that caller meet with patient to interrogate ins with tablet to review usage and recharge diaries. Tss reviewed that the only reason the ins should turn off is when it becomes depleted and can no longer deliver stimulation but patient is noticing it turn off even when battery level isn't low.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the stimulation turning off on its own was unknown. No actions or interventions were taken. The issue was resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.